Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26256. Related manufacturer reference number: 2017865-2021-26257. It was reported that the patient developed an infection and the device was eroding. The implantable cardioverter defibrillator, right ventricular lead, and atrial lead were explanted. The patient was discharged post procedure.